Event description:
It was reported that during an arthroscopic labral repair, the physician was unable to disengage the speedlock knotless implant was opened and the physician drilled a new bone hole for the implant. The second implant worked as intended and the procedure was completed with no further issues. No pt complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the pt's age and gender have been requested but were not received.